Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that multiple cartridge change error messages occurred with multiple cartridges. Customer's blood glucose was 325 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.